Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient will had a wound revision procedure due to an unknown reason. The patient was doing well postoperatively. Nothing was done to the system.